Event description:
The parent's described their story that started one year ago when their daughter had a burn on her face. She was treated as a regular patient with a 2nd degree burn at the university hospital in another country, not using aquacel ag in the beginning. On the eleventh day after the burn according to the parents, the wound on the face was healing and they were told by the doctor that the wound heal as it should. The parent's said that a nurse at the ward decided to use aquacel ag around the patient's eyes and mouth at that time. The parents said the doctor had not given any ordination of changing methods. According to the parent's, the wound was not exuding. They said that the quacel ag had dried in the wound and went hard. They said that the nurse had ripped the aquacel ag from the wound around the eyes and mouth and then the patient skin worsened. After this their 20 year old daughter has scars and pain in the skin around the eyes.

Manufacturer narrative:
Convatec is reporting this case due to the serious nature of the event. However, convatec notes that this product was apparently not used according to the approvied directions for use. The use of the device contrary to directions for use led to an adverse event that could have been avoided if the product was used according to the product insert's directions for use.